Manufacturer narrative:
This report relates to a mistaken serial number. The correct serial number is (B)(6). The report for the correct serial number will be submitted today.

Event description:
The patient experienced a pocket infection after hospital discharge from original implant. The doctor decided to remove the pacemaker and lead, then replaced new device on (B)(6) 2021.